Event description:
It was reported that during a knee arthroscopy, the suture of the fast-fix 360 broke, causing the detachment of the t's from the suture during suture retrieval. It is unknown how the procedure was completed and if there was a surgical delay. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
Part of the reported device was received for evaluation. A visual inspection was performed. The suture and both anchors were not returned. The depth limiter button was not in the default position. The actuator tip was in the t2 position. A functional evaluation was performed. The actuator tip functioned as designed. The complaint was not confirmed and the root cause could not be determined as the condition in which the device was received did not allow for evaluation of the reported complaint. It was determined the device contributed to the reported event. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. A review of the device records shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the suture material documentation found that the storage specifications are documented and a material certificate is required with each lot. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during a knee arthroscopy, the suture of the fast-fix 360 broke, causing the detachment of the t's from the suture during suture retrieval. The procedure was completed with a delay greater than 30 minutes using a back-up device. No further complications were reported.

Manufacturer narrative:
B5 and health effect - impact code updated.